Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was leaking from the middle y-site. A 500ml normal saline bolus was infused and after the infusion it was observed that set had steadily dripped from the middle y-site. There was no report of patient injury or medical intervention associated with this event. No additional information is available.